Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 2 devices used in this procedure reported under : 3010377594-2023-00001.

Event description:
It was reported that on (B)(6) 2023 , during a cool seal trinity procedure , tiny pieces from the jaws broke off and were found in the belly of the patient. Pieces were removed and the patient was stable. No injury reported to the patient. No other information is available. Another device was used to complete the procedure.

Manufacturer narrative:
The device was returned and visual inspection was conducted and the knife was damaged, even a part of it protruded from the outer tube and cut one of the wires. Functional testing was not conducted, because the issue mentioned with the knife prevents the normal function of the jaws, they were not able to be closed or opened. Hence, the complaint can be confirmed. This observation will be monitored and trended.